Manufacturer narrative:
(B)(6) h10: the customer returned a sample with product code 5c4482 for evaluation. Visual inspection was performed and broken occluder feet were observed beneath the twist clamp. A broken occluder feet would result in fluid flow through the set with the twist clamp closed. The reported condition was verified. The cause of the damaged/cracked main body could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol, or bleach can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unrestricted fluid flow through a peritoneal dialysis (pd) transfer set with the twist clamp in the closed position. This was observed during use of the device for pd therapy. The transfer set was replaced, and the patient received prophylactic antibiotic treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.